Manufacturer narrative:
The device was returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. In this case, a posterior needle to cuff miss occurred leading to a anterior needle to cuff disengagement and a cuff tad separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: device available for evaluation corrected from no to yes. H6: component code 4755 was removed. H11: additional manufacturer narrative: revised.

Event description:
It was reported this was a venotomy closure of a right common femoral vein using the pre-close technique via a 7f sheath prior to a pulsed field ablation (pfa) procedure. Reportedly, the suture was not present when the plunger was removed. The suture of one new prostyle device was pre-placed and the procedure was completed. Hemostasis was achieved via the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.